Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. During inspection and testing, there was a faulty video connector (locking lever was broken). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the displayed e333 (touch panel) error occurred due to a touch panel sensor failure. Olympus will continue to monitor field performance for this device.

Event description:
The visera elite ii video system was returned as part of the asset return process. There was no report of a procedure or patient involvement associated with this event. During the device evaluation, the following reportable malfunction was identified: e333 (touch panel) error.

Manufacturer narrative:
The device was returned as part of the asset return. In addition to evaluation in b5, the top cover was deformed. The touch panel was faulty. The locking lever was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.